Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed the reported superficial driveline damage. A distal end driveline repair was performed by an abbott technical services representative on 03feb2026. Approximately 19.5¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the returned driveline, in the condition it was received, was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. A clamshell repair for a damaged distal end bend relief was previously performed. Tape was covering up damage to the outer jacket from 1¿ to 4.5¿ from the controller connector. The outer jacket of the driveline was removed, and the bionate layer revealed a dark discoloration throughout its length but was otherwise unremarkable. Areas of metal braided shield breakdown were observed that appeared consistent with the duration of use. The shielding and bionate were removed, and microscopic examination of the underlying wires revealed no insulation breaches or damage. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage. A review of the submitted log file revealed the device operating as expected. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further issues have been reported. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2025 for clam shell repair of the driveline and future percutaneous leaf replacement was discussed. The patient did not have any issues on log files at that time, so they opted out of a hospital admission. However, the patient was hospitalized on (B)(6) 2026 for the next 48 hours and would like to see if this was an option while they were admitted. Log files were attached from the time of admission. The damage was suspected to be cosmetic likely, and the patient still agreed for a percutaneous lead repair. The log file contained routine events. On (B)(6) 2026, a heartmate ii distal end repair was performed per procedure.